Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported when they was getting off work last night, he got a shock across his lower hip on the left side, dropped his handset and damaged the handset, cannot get the handset to operate. Unable to access the serial number to the handset patient stated the shocking has occurred a couple times depending on what setting they are on. The issue started probably 3-4 weeks ago. Patient met with medtronic representative, last night and the representative made some adjustments to the device and told patient to call for a replacement handset. An email was sent to the repair department to replace the handset device.